Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.7 and 5.0. Meter inr 4.7 and then 5.0 within minutes (different fingers); no lab done. Target inr is 1.5-3.5.